Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient on a cobas e 602 module. The initial result was 0.326 miu/ml. The repeated result was 3518 miu/ml.

Manufacturer narrative:
E1 initial reporter email address: (B)(6). The reagent lot number is 83810503 with an expiration date of 31-mar-2026. The qc was acceptable. The alarm trace showed an "abnormal sample aspiration" alarm. The field service representative replaced the sample probe, which resolved the issue. The investigation determined that the service actions resolved the issue.